Event description:
It was reported that the patient had an inner ear infection and was being treated with antibiotics (type unknown). Advanced bionics is in the process of gathering more information; once more information is available, a supplement report will be submitted.